Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had completed post training and had some low and high blood glucose levels. It was reported that the customer's levels had been as low as 50mg/dl and as high as 370mg/dl. The customer treated the low with cereal. The customer declined to speak with help line. No further information provided.